Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.the customer was provided with parts identification; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided.

Event description:
It was reported to philips that the v60 touchscreen will not pass calibration. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed is reporting they have attempted multiple touchscreen calibrations. The customer stated that there was not any damage or residue on the touchscreen. The rse recommended ordering and replacing the v60 touchscreen. The rse also emailed customer v60 service manual version l.